Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015, 5076-45 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a staphylococcus bacteremia infection. A six week course of antibiotics were administered and the infection continued. The implantable pulse generator (ipg) system was explanted and replacement is planned. No further patient complications have been reported as a result of this event.